Event description:
It was reported by the customer powerme found a burr at the tip of the catheter during the puncture, resulting in the puncture failure. There is no injury to the patient, and there is no complaint from the patient after the replacement and re-puncture. The patient is a patient with hepatitis b, and the punctured product has been destroyed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
Powerme are a device that are not sold or registered in the united states, an initial MDR was not needed for this device. This is a supplemental report to retract our initial submission.

Event description:
It was reported by the customer powerme found a burr at the tip of the catheter during the puncture, resulting in the puncture failure. There is no injury to the patient, and there is no complaint from the patient after the replacement and re-puncture. The patient is a patient with hepatitis b, and the punctured product has been destroyed. No other information was provided.